Event description:
When rinsing harvested fat in revolve centrifuge device, fat was noticed outside of the mesh which collects fat. A hole in the mesh seam could be seen visibly when fat leaked out. The surgeon notes the following in the operative report: "a super wet technique was performed with 500ml of injectate to aspirate taken from each side. The fat was then purified within the revolve system canister and washed times 3 with normal saline. The original revolve canister was noted to have a tear in the mesh lining, and approximately 100cc's of fat were lost. Fat was removed from this canister and transferred to a new revolve canister and once again, processed and washed times three. This was then transferred to 60 ml syringes for later fat grafting use. This was placed in a saline warmer to keep the fat at physiologic temperature prior to injection. Access incisions were closed with 5-0 nylon suture and steri-strips."... She tolerated the procedure well without evidence of complication.